Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1f. Pump received with stripped battery cap coin slot(p), corroded battery tube, broken battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place.